Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The pump had a broken belt clip slot. The pump was received without original belt clip. The pump was unable to verify damage to belt clip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 162 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.